Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified, moderately tortuous, and chronically occluded lesion in the left anterior tibial artery. The command 14 st guide wire was advanced with difficulty due to the anatomy. After approximately 30 minutes advancing, the guide wire tip did a very tiny loop. The physician forced the wire to straighten by pulling it into the armada 14 catheter. The tip coils stretched out at the loop section and the core separated but the guide wire was still in one piece. The guide wire went into the armada14 xt guidewire lumen and was removed from the patient. The procedure was completed using balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported material too soft / flexible was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, moderately tortuous, and chronically occluded anatomy resulted in the reported difficult to advance. Interaction with the heavily calcified, moderately tortuous, and chronically occluded anatomy inadvertently resulted in the reported prolapse (tip did a very tiny loop). Interaction and/or manipulation as the compromised guide wire was forcibly straightened by pulling it into the armada 14 catheter resulted in the reported/noted stretched coils and ultimately resulted in the reported core separation/noted core and polymer separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.